Event description:
During use of a 5.5f tec coronary atherectomy catheter in a pt's saphenous vein bypass graft, the physician observed a perforation in the graft wall. Thereafter, it was observed that the cutter had detached from the distal tip of the tec catheter. The cutter was retrieved by withdrawing the tec guidewire, which contains a fail-safe mechanism to prevent embolization of the cutter. Ptca and stent implantation were performed to stop bleeding from the perforation site. In addition, the pt underwent surgical intervention to repair the perforation site. Thereafter, the pt was discharged without further incident.